Event description:
It was reported that the user experienced loss of blood glucose readings on the pump, including a warmup that disappeared and an alarm history indicating ¿replace sensor now,¿ consistent with intermittent communication failure between the pump and a dexcom g7 sensor; the user toggled settings between g7 and g6 and restarted the sensor, after which readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed with the user. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the pump, consistent with intermittent communication failure and associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.